Event description:
Additional information was received from the patient. They reported that the previous implant was replaced because a wire or something broke inside them. Patient also stated the previous implant was not MRI compatible and was old.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other applicable components are: product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that his healthcare provider (hcp) would like to do an MRI to look at things because he had a broken wire. The patient reported that the hcp was considering giving him a different stimulator that would help more. The patient also reported that he spoke with a manufacturer¿s representative (rep) about it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not know what circumstances led to the broken wire and their device was not working correctly. The patient stated they met with the manufacturer representative and she indicated that the wire was broken. It was noted that the issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having back pain which made it hard to concentrate since a wire broke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was having trouble with his stimulator, one of his settings seemed to work and stop working. It was clarified it was working constantly but at times the stimulation felt low and other times it felt high on the same setting. The patient stated that when he placed his finger on the implant and pushed a little he could feel stimulation stronger and when he took his finger off the stimulation was less. The patient noted this did not happen before and on different programs he did not have the problem. The patient mentioned he had fallen off a ladder onto his rear end and fell on ice multiple times. The patient reported he falls every once in a while because he stumbles and trips over his legs and it had been like that since before the implant. The patient noticed when he was out working or active the stimulation strength can change and stimulation was stronger when he was laying on his back over the implant. Further information received from the manufacturer representative reported that the patient only felt stimulation when he pushed on the battery. An impedance check showed the 4th electrode at 31000ohms and all others at 700-1000ohms. The impedance was the same when pushing on the implant and not pushing on the implant and the patient felt stimulation while programming and the implant wasn¿t being pushed. It was noted the patient was using a lot of charge since he noticed the issue and stimulation seemed to be stronger, but the location of stimulation hadn¿t changed. Additional information received from the representative reported that the cause of the change in stimulation intensity was unknown. The patient was reprogrammed and the issue was resolved on the day of the report. The indications for use were non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.